Event description:
On (B)(6) 2009 pt was implanted with an ipp device. On (B)(6) 2009 info received indicates pt's device was non functioning, possibly due to pump failure. On (B)(6) 2009 the ipp pump and cylinders were removed and replaced.